Event description:
The facility reported an infusion pump with failure code 810:04 which occurred during pt use. The hospital rep stated that was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding add'l contact info, pt demographics, medications involved, or device programming.